Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons had to press twice. Customer stated that they were changing batteries more often than they first got the insulin pump. Customer stated that insulin pump was louder during rewind and insulin pump makes grinding noise. Customer stated that insulin pump motor sounds labored. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.